Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 3006705815-2017-00631. It was reported the patient experienced ineffective stimulation because one of the patient's leads migration which was confirmed by x-rays. As a result, the patient will undergo surgical intervention. Both leads are being reported because it is unknown which lead migrated.

Event description:
Device 2 of 2. Reference MFR number: 3006705815-2017-00631. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2017. During the surgery, it was found both leads had migrated. As a result, the leads were explanted.